Manufacturer narrative:
Approximately 6 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. The plastic snap junction was observed to be broken off. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿snap shunt type products may disconnect at the plastic snap junction if they are: damaged prior to connection; connected, disconnected and reconnected; or not completely connected during implant. The IFU also caution to ¿not disassemble the reservoir and base once they are snapped together. The reservoir and base are designed for one time only snap assembly.¿ a review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to not be working properly. According to the report, the device was explanted on (B)(6) 2016. Reportedly, there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.